Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: u128 crtp; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradual rise in impedance that was now high and a possible fracture. It was additionally noted that the patient experienced extracardiac stimulation. The lead was initially reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.